Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found that the battery compartment was cracked form the threads to the case seal. Unrelated to the casing issue, the pump powered up to a dim, faded and discolored verify screen.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the battery compartment was cracked. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).